Event description:
There was an allegation of questionable elecsys estradiol iii assay results from the cobas 6000 e601 module. Sample 1: using a cobas e411, the result was 21.34 pg/ml. The same sample was then tested on a cobas e601 with a new reagent, and the result was 19.33 pg/ml. The same sample was then tested using an "old" reagent kit that had less than 20 tests remaining, and the result was 31.04 pg/ml. Sample 2: using a cobas e411, the result was 18.9 pg/ml. The same sample was then tested on a cobas e601 with a new reagent, and the result was 20.87 pg/ml. The same sample was then tested using an "old" reagent kit that had less than 20 tests remaining, and the result was 32.5 pg/ml. Sample 3: on (B)(6) 2025, the result using "pro" was 21.6 pg/ml. The result using "e2 -68 test" was 23.22 pg/ml. On (B)(6) 2025, the result using "e2 - 22 test" was 32.64 pg/ml. The result using "new e2 kit-100" was 25.89 pg/ml. The customer believed to results generated from the new reagent kit were correct.

Manufacturer narrative:
The cobas 6000 e601 module serial number was (B)(6). The investigation is ongoing.

Manufacturer narrative:
Medwatch fields d1-d4, g1, and g4 were updated. The reagent expiration date was 30-jun-2025. Due to the limited information provided, the investigation was unable to determine a specific root cause. There was no product problem identified. Insufficient customer maintenance/cleanliness of the instrument was identified. Contamination in the instrument could lead to incorrect results.

Manufacturer narrative:
H6 type of investigation code was updated.